Event description:
It was reported that the customer went to the emergency room with high blood glucose of 600mg/dl. It was stated that this event could have occurred as a result of an infection that the customer had at the time or because the insulin pump was not functioning properly. It was stated that the customer began feeling sick and the ambulance was called. They came and stabilized the customer's glucose level. However, two hours later she felt worst and was taken to the hospital. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were far off, which would have a great effect on how the basal rates are delivered to the customer's body. Advised the caller that the insulin pump did show several no delivery alarms, and the device was functioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.